Event description:
The pt was reportedly experiencing intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.